Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high impedance on the right ventricular (rv) and superior vena cava (svc) coils of the right ventricular (rv) lead. Impedance had increased since a routine device changeout four months prior. Non-physiologic noise was also noted on non-sustained tachycardia (nst) episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.